Manufacturer narrative:
Philips service monitored the site, identified no further alerts, and closed the case. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc communication failure caused intermittent geometry movement issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.